Event description:
The customer reported a time discrepancy issue with their pump, noticing a difference of over five minutes between the displayed and actual time. The customer's blood glucose level was displayed as "low," but a specific value was not provided. To address the low blood glucose, the customer consumed carbohydrates without needing third-party assistance. Technical support helped the customer update the pump's time and advised them to keep an eye on any future discrepancies, which the customer agreed to do.